Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit does not go into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) had the customer remove the tube set and proximal tubing. The rse had the customer check in service mode next. It was discovered that the average air standard liter per minute (slpm) was reading -1.1 and -1.2 slpm. The rse informed the customer that was the reason the unit would not go into standby mode. The rse advised the customer to let the unit run in operational mode for 4 minutes and see if the issue still occurs. The rse also advised the replacement of the flow sensor assembly if needed. The customer stated they would call back if they needed. Onsite service is currently pending.

Manufacturer narrative:
The reported issue was found during device setup. There was no patient involvement. The customer cancelled onsite service. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer previously cancelled onsite service. At a later time, the customer ordered a flow sensor assembly to resolve the reported issue of the device not going into standby mode. Device repair and testing are pending.